Event description:
According to the reporter, while applying in the esophagus in a laparoscopic gastric bypass procedure, the oral anvil was passed down the esophagus and there was no resistance coming down. The surgeon then did an esophagogastroduodenoscopy (egd) and noticed there were mucosal tears ¾ down the esophagus and the patient was bleeding. The patient was losing a lot of blood then it finally stopped itself. The surgeon made sure the pressure was not high. The surgeon still finished with the step of the procedure and monitored the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.